Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a tiny hole was found on the sealed package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The complaint indicated that there was a tiny hole on the package. The package was returned with no carton. On visual inspection, it was confirmed that a hole was present over the device knob. The package had evidence of handling such as package wrinkling and crushing damage. There were indentations on the tyvek aligning with two of the fins on the device knob. A hole in the top stock was aligned with a knob fin. The package was opened to view the damage using the microscope. Hole was verified by using a dye test. The cause of the hole cannot be determined. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4).